Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Bg was addressed via a manual injection. The customer alleged that the pump was not delivering insulin properly. This could not be confirmed, however, as the pump was functioning as intended at the time of the report with tandem technical support. Reportedly, the customer continued to use the pump for insulin delivery.